Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this was that the outer seal ripped. The obturator was received inserted through the port. The envelope seal was stretched, most likely due to prolonged insertion of the obturator during shipping. Functionally, the obturator passed through each trocar without difficulty. The instrument failed an air leak test due to the observed stretched seal. The product is leak tested during the manufacturing process, so it is unlikely that the seal was stretched prior to receipt by the user. Unfortunately, the device was returned with the obturator inserted, which precludes further evaluation of the seal. The returned sample as received by was found not to meet specifications because the sample was received open and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: outer seal ripped. Long case. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The device was inserted in the port prior to the seal ripping.